Event description:
It was reported to philips that the efficia dfm100 defibrillator is unable to startup. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device failed to startup. The rse evaluated the device remotely and determined that the reported issue was due to a malfunction of the motherboard. The customer was provided a quote for service however, the quote was not accepted. The device remains at the customer site. No additional evaluation is warranted at this time. As further troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer did not accept the service quote and no repair activity was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.